Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a power consumption above normal and high watt alarms. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Updated product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a sustained increase in power consumption and estimated flow beginning on (B)(6) 2020 to parameters above the normal operating range. (6) high watt alarms have been logged since (B)(6) 2020. Information provided by the site indicated that, in addition to the high power event, the patient was transferred to the cardiovascular intensive care unit (cvicu) in preparation for starting tissue plasminogen activator (tpa) one day after the ventricular assist device (vad) exhibited high watt alarms and power consumption above normal; tpa was started that day. The patient had presented to the hospital with elevated lactate dehydrogenase (ldh) and hemolysis. The following day, the patient lost pulsatility with ensuing hypotension and had drop in urine output. A performed echocardiogram showed that the vad was still working as the aortic value was opening minimally. Blood pressure support was initiated, and the patient improved. It was further reported that one day later, tpa was transitioned to heparin gtt and continued weaning blood pressure support until turned off four days later. Of note, the patient¿s heparin gtt remained running until discharge. Patient was discharged home with prescribed anticoagulant medication. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed a sustained increase in power consumption and estimated flow beginning on 19/jan/2020 to parameters above the normal operating range. 6 high watt alarms have been logged since 23/jan/2020. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - a5 ethnicity: updated from "no information" to "not hispanic or latino" - a5 patient race: updated from "no information" to "white" - b1 adv evnt/prod prob: updated from "product problem" to "adverse event product problem" - b2 outcome attributed to adverse event: updated to check off "hospitalization" and " intervention req" - b5 desc evt problem: updated to include additional adverse events experienced by the patient, intervention and diagnosis performed - b6 laboratory data: updated to include ldh values - b7 relevant history: updated to include relevant history received via user facility report - g2 report source: updated to check off "user facility" - h6 patient codes (ime/annex e): updated to include codes e011903, e0303 and e2321 - h6 imf (annex f) health impact: updated to include codes f0801, f12, f2203, f23, f2303 - h10 addt manufacturer for MDR: updated to include user facility information. User facility information: f1 user facility: (B)(6) hospital f2 uf/importer report number: f3 user facility name/address: 6 richland medical park drive columbia, sc 29203 f4 contact person: (B)(6) f5 phone number: (B)(6) f6 date user facility became aware of the event: 23 jan 2020 f7 type of report: initial f8 date of this report: 05 feb 2020 f9 approximate age of device: 1.5 years f10 event problem codes: f11 report sent to FDA: 05 feb 2020 f12 location where event occurred: unknown f13 report sent to manufacturer: 05 feb 2020 f14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was transferred to the cardiovascular intensive care unit (cvicu) in preparation for starting tissue plasminogen activator (tpa) one day after the ventricular assist device (vad) exhibited high watt alarms and power consumption above normal; tpa was started that day. The patient had presented to the hospital with elevated lactate dehydrogenase (ldh) and hemolysis. The following day, the patient lost pulsatility with ensuing hypotension and had drop in urine output. A performed echocardiogram showed that the vad was still working as the aortic value was opening minimally. Blood pressure support was initiated, and the patient improved. It was further reported that one day later, tpa was transitioned to heparin gtt and continued weaning blood pressure support until turned off four days later. Of note, the patient¿s heparin gtt remained running until discharge. Patient was discharged home with prescribed anticoagulant medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.